Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, there was moisture observed under the display. There was no evidence of moisture inside the battery compartment. A leak test was performed and a leak was identified at the case seal. The pump was opened for investigation and revealed moisture underneath the display screen. There was also internal damage of pump due to moisture ingress.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.